Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure the apical cuff was placed in a core then sew approach and the left ventricular assist device (lvad) was started at a speed of 3000 rpm. The flow on the heart lung machine was slowly reduced to about 40% while the rpm of the lvad was increased to 5000 rpm. The calculated pump flow was approx. 2.5 l/min. After a few minutes the pump flow dropped to less than 1 l/min. Therefore, the flow on heart lung machine was increased again to 100%. During this maneuver the central venous pressure was in a normal range between 10 and 15 mmhg and the filling of the left ventricle was proper. The functionality of the right ventricle was assessed preoperatively and was found to be qualified for lvad implantation. Several attempts were made to wean the patient from the heart lung machine by increasing rpm on the lvad, but even at 5000 rpm and heart lung machine at 20% the calculated pump flow was below 2 l/min. Slightly shaking on the patient torso revealed several air bubbles which were visible on the echocardiogram (echo). After reperfusion for about 10 minutes additional stitches were made into the outflow graft and a needle vent was placed into the outflow graft to support proper de-airing. An echo was used to verify inflow position and distance from septum. The inflow cannula was parallel with the septical wall and directed to the mitral valve. After proper de-airing and check of inflow cannula position, weaning from heart lung machine was tried again. At 4000 rpm the lvad showed a flow of approximately 1 l/min, while the mean pressure was at about 80 mmhg. When the heart lung machine was reduced to 60% the flow on the lvad dropped to 0 l/min. This maneuver was tried at least 3 times with the same outcome. Flow on the outflow graft was measured additionally with another manufacturer's device, and both showed the same values. As a next step in the trouble shooting, the bend relief on the lvad was disconnected with outflow pliers to inspect the outflow graft connection. There was no visible twist or anything similar. The lvad was disconnected by using the unlock tool to have a look on the inflow and outflow cannulae. There was no abnormality to be reported. However, it could not be excluded that a thrombus was ingested into the pump. Therefore, the pump was exchanged. After the replacement of the lvad, the procedure was uneventful. The patient left the or with temporary right heart support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected ingested thrombus could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . Review of the log files retrieved from the returned device confirmed the reported low flows, however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6) could not be conclusively established. The account reported that on (B)(6) 2021, the patient was implanted with the heartmate 3 lvas with a full sternotomy procedure. Multiple attempts were made to wean the patient off the heart/lung machine by increasing the pump speed; however, the pump flow dropped each time. During these maneuvers, the patient¿s central venous pressure was noted to be in a normal range and there was proper filling of the left ventricle. The functionality of the right ventricle was assessed preoperatively and was found to be qualified for lvas implantation. Additional stitches were made into the outflow graft and a needle vent was placed to support proper de-airing. An echo was used to verify the inflow position and distance from the septum. After proper de-airing and checking of the inflow cannula position, weaning from the heart/lung machine was attempted again with the same outcome. As a next step, the outflow graft bend relief on the hm3 was disconnected to inspect the outflow graft connection. There was no visible twist or anything similar. The pump was disconnected by using the unlock tool to have a look at the inflow and outflow cannulas. There was no abnormality to be reported; however, it could not be excluded that a thrombus was ingested into the pump. Therefore, the pump was exchanged. After the replacement of (B)(6) , the procedure was uneventful. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the lvad event and periodic log files retrieved from (B)(6) revealed persistent low flows on (B)(6) 2021. These findings appeared consistent with the reported events while attempting to wean the patient from the heart/lung machine during the implant surgery. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2021. No further information was provided. The manufacturer is closing the file on this event.